Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a access set leaked during patient infusion. The patient was being infused with contrast. The reporter stated there was a bubble that formed on the extension set and it burst open. The burst leak occurred in the middle of the extension set. The reporter stated there were a few ml of contrast that leaked when the set burst. There was then a back flow of the patients blood into the tubing extension set that had burst open and the patient lost about 2-3 ls of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tube had burst. Clear passage testing and underwater pressure testing were performed. The pressure testing failed due to the burst tubing. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.